Manufacturer narrative:
Results: the pet lock was damaged on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm and 35.0 cm from the proximal end. The pusher assembly was fractured approximately 37.0 cm from the proximal end. The pull wire was retracted from the pusher assembly distal detachment tip (ddt) and the embolization coil was detached from the pusher assembly. The proximal constraint sphere was intact with the embolization coil and the embolization coil was undamaged. Conclusions: evaluation of the returned ruby coil revealed that the pusher assembly was fractured, and kinked near the fractured location. If the device is forcefully advanced through the lantern at an extreme angle, damages such as these may occur. If the pusher assembly is fractured, and the pull wire is retracted out of the ddt, the embolization coil will detach from its pusher assembly. Further evaluation of the device revealed that the pet lock was damaged, and an additional kink was near the pusher assembly proximal end. These damages were likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using ruby coils and lantern delivery microcatheter (lantern). During the procedure, the physician placed a ruby coil in the target vessel using the lantern. While advancing another ruby coil, the physician advanced and retracted the ruby coil several times to pack it into the target lesion. Consequently, the ruby coil unintentionally detached inside of the microcatheter. Therefore, the lantern containing the detached ruby coil was removed and the coil was flushed out. The procedure was completed using pod packing coils (pod pcs) and the same lantern. There was no report of an adverse effect to the patient.